Event description:
It was reported, the patient had an infection, irritation, and burning sensation in their groin area. The burning sensation caused the patient to not be able to walk or move. They would have to lie down to make the sensation go away. The burning sensation was located at the same spot of stimulation sensation. The infection area was swollen. The patient wondered if the lead could be the issue. The patient was given antibiotics to clear the infection, but still felt pain and bruising in the area. While on the call, the patient was able to turn stimulation off. The patient had an appointment scheduled for 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va058f7, implanted: 2013 (B)(6); product type lead. (B)(4).